Event description:
It was reported that the lead helix did not work properly during implant. The lead was not used and a new lead was implanted. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).